Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels between 40s-60s (mg/dl) following a schedule change and an increase in exercise. Orange juice and/or protein were consumed to address low bg levels. Reportedly, customer will speak with their health care provider to discuss pump settings adjustment.